Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the audit log files found that the only time any settings were changed prior to the date of occurrence was when the controller was first set-up on (B)(6) 2025. The next time settings were changed were after the event on (B)(6) 2025. Review of the patient history buffer (phb) data found that the user programmed basal rate was the same from the time the controller was set-up until the basal program was changed on (B)(6) 2025, delivering 1.5 u per hour for 24 hours. The phb data showed that the system was used in automated mode leading up to the date of occurrence. The phb data showed that the pods used were unable to find the sensor entered into the controller, resulting in the system being in automated mode: limited leading up to the event. The system was delivering safe basal, which was the adaptive basal rate in this case as the total daily insulin (tdi) was 7 u per day resulting in an adaptive basal rate of 0.15 u per hour, while in automated mode: limited leading up to the event. The log files showed that the system functioned as expected leading up to the event and no evidence of issues with insulin delivery or the system settings changing unexpectedly was observed in the available logs.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was transported by emergency medical services to the emergency room and subsequently admitted to the hospital intensive care unit with diabetic ketoacidosis. The patient's blood glucose levels reached 369 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, falling, loss of consciousness, fever and sepsis (due to osteomyelitis in the foot). The patient was treated with intravenous insulin, insulin injections and had surgery on their foot. The patient was discharged 9 days later. The pod was removed at the hospital. The patient reported discovering their omnipod 5 personal diabetes manager settings had been changed from what the endocrinologist initially programmed them to be. The patient denied making changes to their pump settings and stated they never make changes to their settings.